Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) emitted beep tones when interrogated and during impedance test. Only tones active are beep-on-eri; interrogation did not reveal any fault codes.